Event description:
Dr was peforming a bladder tumor removal procedure. At the end of the procedure, she noticed that the whole beak had broken off and was left on the bladder. She immeidately retrieved the broken piece intact. Procedure was completed with no adverse effect to pt; pt condition post-op was stable.